Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The respironics service technician reported he was able to duplicate the customer reported problem. The service technician replaced the power supply. Performance verification testing was completed and all tests passed per operating specifications. The power supply was returned to the factory for failure analysis. Testing revealed an open fuse on the power supply.

Manufacturer narrative:
Na